Event description:
It was reported that during the attempt to place the patch, the memory ring broke.

Manufacturer narrative:
There is an indication the subject product is going to be returned for evaluation. It has not been returned to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when/if subject product is returned and evaluated.